Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals no anomalies on the tip of the electrode. There was no damage to the insulation coating on the electrode shaft. The shaft also was straight and there were no signs of it having been bent. The temperature of the handle was measured using a fluke ir thermometer and it measured 23c. The electrode was connected to a vapr vue generator, set to maximum power for ablation and coagulation modes and activated in saline successfully indicating the device was fit for function at the time of use. The ablate function was activated for 10 seconds and the handle temperature measured 27.2c. The coag function was activated for 10 seconds and the handle temperature measured 26.2c. No device related failure was noted. This complaint cannot be confirmed. No further information regarding the set up or procedure was provided to determine the cause that contributed to the event. Therefore, a root cause for the surgeon¿s burn cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee repair that the surgeon burnt his hand while using their vapr cp90 electrode. The sales rep was not present. The sales rep stated that the surgeon was holding the handle at the time. The sales rep had no information regarding the extent of the burn at this time but was told it had burned through the surgeon's glove. The sales rep reported that the surgeon was able to complete the procedure with no patient consequences or delay. The sales rep confirmed that the generator was at the default settings and that the electrode was activated at the time in the joint but could not tell me how long the surgeon had been using the device when the burn happened. The sales rep did not have the lot number but is going to the facility to gather more information. The customer would like to have the vapr vue generator and footswitch sent in for analysis. The footswitch has been moved to (B)(4) for analysis.see associated medwatch 1221934-2015-00661.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a knee repair that the surgeon burnt his hand while using their vapr cp90 electrode. The sales rep was not present. The sales rep stated that the surgeon was holding the handle at the time. The sales rep had no information regarding the extent of the burn at this time but was told it had burned through the surgeon&apos;s glove. The sales rep reported that the surgeon was able to complete the procedure with no patient consequences or delay. The sales rep confirmed that the generator was at the default settings and that the electrode was activated at the time in the joint but could not tell me how long the surgeon had been using the device when the burn happened. The sales rep did not have the lot number but is going to the facility to gather more information. The customer would like to have the vapr vue generator and footswitch sent in for analysis. The footswitch has been moved to (B)(4) for analysis. See associated medwatch 1221934-2015-00661.